Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No missing segment/partial display anomaly noted. Device had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. Customer stated that they insulin pump's screen has a scratch that is making it hard for them to read it. Customer was assisted with troubleshooting for damage. Customer stated that the damage on the screen is located where the insulin level indicator. Customer stated that they do not know how the damage occurred but they are stated that they cannot read some numbers as they were blocked by the scratch. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.